Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4) reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6) 2008. Patient experienced persistent severe pain and discomfort in her hip, groin, thigh and back. Her implant makes clicking and popping type noises and catches. Patient has difficulty with activities of daily living. She suffers from elevated levels of chromium and cobalt metal ions in her blood stream. Patient is suffering loss of muscle mass and deterioration of the soft tissue in her hip. Patient has not yet scheduled revision surgery. Doi: (B)(6) 2008 - dor: unk (right side). Patient is a resident of (B)(6). Update - added sales rep details, patient height and weight, revision date, products x 4. Taken from der dated (B)(6) 2015 -ab on (B)(6) 2015. (B)(4).